Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the anterior tibial (at) artery and was 50% stenotic. A csi viperwire guidewire was passed across the lesion and the oad was loaded onto it. The physician completed two runs at low speed using the oad. During the third run at medium speed, the device bogged down and shut-off while crossing the lesion. The physician attempted to re-start the oad on low speed, but again it bogged down and shut off. An attempt to remove the oad was made, but was unsuccessful. Subsequently, the device and wire were removed as a unit. Balloon angioplasty was performed for five minutes in an attempt to resolve the perforation, but was unsuccessful. Additionally, a covered stent was placed at the site of the perforation to successfully resolve it. The patient status remained stable throughout the intervention. Requests for additional information will be made.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(B)(4)